Manufacturer narrative:
(B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2.0 instrument serial number (B)(4); no errors were noted. Cannot rule out that unexpected result was due to a sample-related issue, since other samples tested okay with the same lots/same instrument. The immucor internal record number for this report is (B)(4). .

Event description:
On (B)(6) 2019 a customer reported unexpected negative results for an antibody screen on the galileo echo v2.0 instrument.